Manufacturer narrative:
(B)(4). The customer returned one cvc set: 2-lumen 7fr x 20cm catheter for evaluation. The catheter showed signs of use in the form of dried blood and suture strings tied to the box clamp. The catheter was visually inspected and no defects or anomalies were observed. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was occluded during testing to restrict flow. No leak was observed in any part of the catheter. A device history record review was performed based and no relevant manufacturing issues were identified. The reported complaint of the catheter juncture hub leaking could not be confirmed based on visual examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met dimensional and visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
It was reported that solution was leaking around the insertion site of the catheter.the catheter was replaced with a new catheter.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that solution was leaking around the insertion site of the catheter.the catheter was replaced with a new catheter.